Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer had high blood glucose levels (500 mg/dl). Customer had mild diabetic ketoacidosis and the pump had a kinked cannula. A correction bolus was taken to stabilize blood glucose levels.